Event description:
The pump was explanted and returned to the MFR for analysis after an implant duration of 44 months. No reason for the explant was provided. A follow up report will be sent when additional information is received.